Manufacturer narrative:
510k: this report is for an unknown quantity of unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had originally undergone a proximal tibial osteotomy on an unknown date and had fully healed. The patient was implanted with the less invasive stabilization system (liss) plate and screws. The patient requested a hardware removal due to "comfort" issues. The hardware was removed on (B)(6) 2017. Intraoperative events are addressed in (B)(4). This report addresses the removal due to discomfort. This report is for unknown quantity of unknown screw. This is report 2 of 2 for (B)(4).